Event description:
It was reported that the right ventricular (rv) lead's thresholds have increased since implant and that the impedance has increased significantly. The physician decided to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.